Manufacturer narrative:
While the returned device passed all function testing, the visual examination of the device revealed damage on the distal tip of the inner and outer shaft. Metal particulates were also observed on the rubber seal component of the outer shaft. The observed damage on the distal tip of the device suggests the burr came into contact with a hard object during clinical use. Stryker sustainability solutions' instructions for use states, "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and prevent possible patient injury." The device history record for the returned device indicates that the burr passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure an arthroscopic burr produced metal shavings. Not all of the shavings were removed. No patient injury was reported.